Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, operating room staff called to report that universal surgical manipulator (usm) 3 was not usable due to a yellow fault. The technical support engineer (tse) reviewed the logs and identified errors 22020 and 31010, which were related to sterile adapter faults. The tse recommended removing and reseating the sterile adapter and then trying another instrument. However, the customer had already switched to usm 4 to continue with a three usm case and planned to perform further troubleshooting after the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmed/replicated. The field error logs confirmed the unit triggered several 282, 22020, and 31010 errors in the field. Visual inspection of the unit revealed that the front presence pin was slightly sunken compared to the middle presence pin. The unit was put on the in-house system, and it failed to register the endoscope. The diagnostic app indicated that the front presence pin would not read the endoscope, but it did trigger when other instruments were attached. The unit was put on the patient side cart fixture test platform (pftp), and it passed all tests related to the reported problem. An examination of the front presence pin revealed that it was shorter than the middle presence pin, pn 372028-01, but it was longer than the back presence pins, pn 372029-01. This indicates that the front presence is the same part number as the middle presence pin, but is out of tolerance. Based off these findings, failure analysis was able to conclude that that the front long presence pin, pn 372028-01, is the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a presence detection defect caused by an out of tolerance front magnetic presence pin in the usm3 carriage. The magnetic presence pin was found to be shorter than expected, causing a detection mismatch in the system. This issue can be resolved by replacing the unit.